Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that, on or about (B)(6) 2014, the patient was helping move a ¿very heavy pool table¿ and noticed a subsequent change in their stimulation pattern from their implantable neurostimulator (ins) to ¿mostly in the legs¿ (the patient symptom of a change in stimulation perception was noted). The patient stated that after about 15 minutes of ¿fiddling¿ with their programmer unit the stimulation restarted but was mostly in the legs now as opposed to mostly in their back area before. The patient noted that it was uncommon for adjusting the ins system to take 15 minutes but confirmed that the device did restart though the stimulation pattern was mostly in the legs and not in the back as much. It was also reported that the patient did charge the device recently. The patient was advised to contact their pain clinic and schedule an appointment for evaluation of their ins system by their healthcare professional (hcp) including possible x-ray diagnostics as deemed necessary. Follow up information received 3 days later reported that no malfunctions were noted or the cause of the issue determined as the patient had not yet met with their physician (confirmed that the patient was to meet with their hcp). It was noted that there was no change in the patient¿s outcome from the initial report. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.